Manufacturer narrative:
The reason for this revision surgery was for rotator cuff failure after 4 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 21821 showed one part returned to the vendor due to scratches. A review of the product complaint report history showed this is the first complaint against this lot number. The root cause for this product complaint was a result of the patient's failed shoulder tissue this complaint is reported to be non-product related. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - bad tissue caused the patient's rotator cuff to fail. The surgeon noted no product contributed to the failure.